Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a power error alarm during rewind. Blood glucose level at the time of the incident was not provided. Customer stated they were able to clear the alarm and complete the rewind process but it continued giving the rewind required messages since the alarm occurred. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed the functional testing including the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected rewind anomaly noted during testing. Pump error 53 alarm found in the pump history due to software error.